Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. It was noted that during the procedure, the patient's activated clotting time (act) was 247 seconds, heparin was administered, and then act was 285 seconds. The amulet occluder was placed in the sheath and advanced to the left atrial appendage. The device was deployed with one partial recapture. There was no difficulty implanting the device, and there was very little manipulation, which included clockwise rotation of the sheath. During the same procedure, a 30-25mm amplatzer talisman pfo occluder was implanted using a 9f amplatzer talisman delivery sheath in the patent foramen ovale (pfo). At the end of the case, protamine was administered. Patient was on aspirin prior to and following the procedure. A transthoracic echocardiogram (tte) was performed 10 hours post operatively with no trace of effusion. 12 hours later, the patient became hypotensive. On tte, a circumferential pericardial effusion with cardiac tamponade was present. A pericardiocentesis was performed, and 200cc of blood drainage was removed. Patient was in the hospital for 8 days. In the physician's opinion, the cause of the pericardial effusion was believed to be due the stabilizing wires on the amulet occluder. There is no allegation against 30-25mm amplatzer talisman pfo occluder. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of circumferential pericardial effusion with cardiac tamponade after 12 hours of implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However review of media provided by field was performed. Implant tee showed an amulet ball location that was initially close, but not quite proximal enough to be consistent with amulet¿s IFU guidance. Images just prior to deployment showed that the pa and laa have close proximity in the more distal portion of the laa. A prominent transverse sinus was also seen. The final deployment location remains more distal than is recommended by the IFU and places the amulet lobe in a location and orientation that could increase the risk of pa injury from amulet¿s stabilizing wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.